Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.6, reference: 5.7, mean: 3.65, confidence limits: 2.2-5.3. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. Root cause of complaint could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #237432. Results from the first donor has been disregarded since this donor produced results below 1.5 inr on the reference method. Sysmex result for the second donor is below 2.0. The minimum 2 out of 3 replicates for this donor are within the acceptable bias variance of (+ or - 0.5). Sysmex result for the third donor is above 2.0. The minimum 2 out of 3 replicates for this donor are within the acceptable bias variance of (+ or - 1.0).

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.6, lab: 5.7.